Event description:
The customer called for assistance in changing the basal rate. During the call, the customer reported that they were hospitalized before for high bgs and high ketones. The infusion set and the site was changed. The customer indicated that their bgs were coming down but slowly as they were treating with the pump and not manually. The customer also informed that they were dehydrated at the time of admission. The customer was not sure what basal rate needed to be changed: currently, they have two basal rates. Advised the customer to speak with the doctor before changing the rates.